Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to under 30 mg/dl while wearing the pod. The patient reports having lost consciousness. Upon arrival of the paramedics the patient was provided juice. Upon arrival at the hospital the patients blood glucose level was 159 mg/dl. The patient was treated with insulin injections. The patient reports their blood glucose lever had dropped to 31 mg/dl while in the hospital due to not having any food. The patient reports going into a slight coma. The patient reports when they had awoken form the coma they were having manual insulin injections administered. The patient reports they had signed themselves out of the hospital after 5 days.